Event description:
The staff experiences that there is limited flow in the kinked tube and that this causes stasis of the oxygen retrograde to the moisturizer. Sometimes the tube is even disconnected due to the pressure.

Manufacturer narrative:
This case was reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because kinked or disconnected oxygen tubing that does not deliver the oxygen a pt requires can jeopardize stability and place the pt into a hemodynamically unstable condition. Reported to the FDA on (B)(4), 2012.